Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. Information was reported that a patient was going to get a MRI that was unrelated to their medtronic device or therapy, and compatibly guidelines were requested. It was reported that a patient's ins had not been maintained and is not working. The hcp said the patient's device has not been active or charged for 1-2 years and they can't get a reading out of the ins. No further complications were reported. No patient symptoms have been reported.